Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off label insertion site on (B)(6) 2026. On (B)(6) 2026, the cgm displayed glucose readings of 70 mg/dl and subsequently 80 mg/dl; however, corresponding fingerstick blood glucose (fsbg) measurements were significantly elevated at 380 mg/dl and 400 mg/dl. The patient experienced nausea and vomiting. Due to the inaccuracy, the patient¿s husband brought her to the emergency room (ER). Upon arrival at the ER, a nurse performed an fsbg measurement, which was 430 mg/dl, while the cgm displayed a brief sensor error. The patient was administered an intravenous (IV) insulin drip to reduce her blood glucose levels. Because the cgm was not providing readings, the sensor was removed. Follow-up fsbg measurements approximately one hour later showed a glucose level of 415 mg/dl, and a repeat check an additional hour later showed a level of 430 mg/dl. Given the persistent high bg readings, the patient was admitted for inpatient hospitalization, and her insulin drip was adjusted over the following day. The patient remained hospitalized for two days for observation. Her blood glucose levels subsequently returned to within normal range, and she was discharged home. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).